Event description:
Pt underwent elective right total knee replacement. While surgeon was using system 6 sagittal saw, the sagittal saw blade broke where it was inserted into the saw handle. All pieces of blade accounted for.